Event description:
Pt hospitalized for possible stroke and or diabetic ketoacidosis. At 11 am on 11/20, blood glucose was 87, pt started to eat lunch and reported "seeing some flashes of light." Found unconscious and taken to hospital, where bg was 600. Doctor believes pt had a transient ischemic attack. Pt slightly paralyzed on right side. Doctor feels stroke was cause of elevated blood glucose.